Manufacturer narrative:
No medwatch form received form the user facility. All sections on this form completed by the manufacturer. Investigational findings: an evaluation was unable to be completed as neither the implant nor the associated product used to insert this implant were returned for investigation. The information for use (IFU) provides the following cautions: be sure to establish a deep enough hole via the drill and punch in order to avoid excessive torque. Be careful in young patients with hard bone. In hard bone, the pilot hole may be over-drilled with a .062" k-wire. Avoid lateral-loading while inserting the mini-revo.

Event description:
It was reported that after this anchor was implanted the head kept turning and the anchor would not secure. It was reported that this implant was removed and noted to be completely destroyed. An altenate anchor was used to complete the procedure and there was no report of injury or surgical delay with this event.